Event description:
Original report noted metal flakes from handpiece during procedure. Changed handpiece and particles irrigated out. No pt injury reported. Subsequent report regarding f/u visit indicated (fine) metallic chips noticed in pt's eye.